Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The defib cable receptacle was replaced as a precaution. A new multifunction cable was returned with the device. The customer was advised to discard the old multifunction cable used. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.